Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, during a follow-up, ventricular noise episodes were observed without any therapy delivered. A detailed analysis of the patient files is required to determine the possible origin of the noise. Preliminary analysis showed that the reported behavior is most likely related to emi (electromagnetic interferences) and/or myopotential detection.

Event description:
Reportedly, during a follow-up, ventricular noise episodes were observed without any therapy delivered. A detailed analysis of the patient files is required to determine the possible origin of the noise. Preliminary analysis showed that the reported behavior is most likely related to emi (electromagnetic interferences) and/or myopotential detection.